Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was "high" according the continuous glucose monitor readings and was addressed with a manual correction injection. Customer also reported moderate ketones.